Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism.

Event description:
Infection was reported. The left ventricular lead required laser extraction and the lobes would not retract. It was further reported that tissue/vegetation grew in and around the lobes rendering them irretractable. No further patient complications have been reported as a result of this event.